Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported to the distributor that the device will not lock into the syringe; the needle blows off the syringe. Additional information received from the customer stated that the issue happened during case-set up. The customer further stated that when they attempt to put the needle on the syringe it does not lock. They tried several needles and syringe combinations and it was always the needle that had the problem.